Event description:
The prosthetic heart valve was removed due to "severe prosthetic mitral valve dysfunction with gross mitral insufficiency". The operative report noted "a quarter of the circumference of the valve was dislodged from the mitral annulus secondary to tissue necrosis in the posterior portion of the annulus". The operative report also indicated that the prosthetic device had some endothelialized vegetations on the atrial surface, which were small but had the appearance of being "an old burned out endocarditis".